Event description:
I had a crystal lens put in my right eye. It was defective lens as it did not help my sight as it was prescribed to do. I have pain in that eye and a constant strain which gets worse with exercise or lifting. Sometimes I have sharp pains and other times it is a continual ache. There is always a feeling of stress in that eye. Things look a different color out of my eye with the crystal lens. Sometimes it feels like there is a film over my eye. It also becomes blurry when I read over 45 minutes.